Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 37.0 cm from the connector pin, due to clavicular crush. The distal insulation was found damaged at the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited intermittent sensing, high thresholds and over sensing due to clavicular crush damage. The lead was explanted and replaced.